Event description:
Customer called to report that the synchron lxi 725 clinical system generated erroneously elevated accutni (troponin) patient results above the normal reference range of the assay for six patient samples. Repeat testing of the patient samples on another instrument in the laboratory produced lower results within the normal reference range of the assay. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The field service engineer (fse) inspected the instrument to determine which hardware repairs were required to address the issue. The fse rebuilt the wash pump and the precision pump to resolve the issue. The fse was able to perform accutni precision with acceptable results to verify hardware and assay operation for customer. The fse verified proper instrument function to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
Although instrument repairs were required at the time of service, it could not be determined which hardware issue specifically caused the event. Upon follow-up with customer, customer confirmed that there have been no additional incidents relating to this event. (B)(4).